Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was reading inaccurately high compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2013 at an unknown time the patient obtained readings of "170 mg/dl" compared to "50 mg/dl" obtained on a freestyle meter within 30 minutes of one another. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4). The reporter stated the patient uses self adjusting insulin to manage her diabetes. The reporter stated on (B)(6) 2013 the patient had her breakfast and lunch as usual and increased her dose of novolog insulin by 10 units. The reporter stated the patient was "unresponsive" 6 hours later. The reporter stated the patient's blood glucose was measured after treatment was administered. The reporter stated the patient assisted the patient with something to eat or drink in response to the alleged symptoms on (B)(4) 2013 at 5 pm. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and was using an approved sample site to obtain the sample. The patient's test strips and test strips vial were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for a severe complication of diabetes.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.